Manufacturer narrative:
(B)(4). The complaint for this air in tubing (without alarm) complaint is not confirmed, because a batch review could not be performed and the sample was not returned to baxter for evaluation. The cause code for this complaint is undetermined, because there is not enough information in the event descriptions to determine an assignable cause code.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a assistance with an alarm; which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated that one time the patient line did not prime, and they got air in them and it was painful. The tsr asked the hp if they called baxter and the hp stated no, but they now call baxter if the patient line does not prime completely. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The cg stated that they remember the patient feeling pain or tightness from the air found within the lines. The cg stated that the patient had difficulty priming the line that evening and they think that was why this occurred. The cg stated they do not know why the alarm occurred and what caused the incomplete prime but nothing unusual with the supplies was noticed. The nurse stated that overall the patient has been doing fine, and has not had any further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.